Event description:
Litigation alleged the patient suffered severe pain and discomfort in her hip which has increased over time, decreased range of motion, difficulties with ambulating and performing activities of daily living. And excessive levels of chromium and cobalt in her blood as a result of the implanted asr hip.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.